Manufacturer narrative:
The subject glidescope spectrum single-use lopro s3 laryngoscope is not available to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported lot number did not identify any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use lopro laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A facility reported that the light on a glidescope spectrum single-use lopro s3 laryngoscope was not functional when used to intubate a patient. They reported when the blade was in the room, users were able to visualize the surroundings; however, once inserted in the patient's mouth, the image was completely dark. The procedure was completed using a backup glidescope system. No delay in procedure or harm to the patient was reported.